Event description:
It was reported that pacing thresholds were increasing after implant on this right ventricular (rv) lead. A CT scan was performed and confirmed an rv dislodgment. This rv lead was successfully repositioned. No additional adverse patient effects were reported.